Event description:
This rv lead was implanted on (B)(6) 2007. A call to technical services on 11/27/2011 states that patient is in the ER after having multiple shocks. On interrogation, saw all events are innappropriate due to noise. Patient has a fidelis lead which is believed to be cause of noise. Rep turned device to monitor only, patient. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).